Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6: explant date: few years ago.

Event description:
It was reported that the patient was not getting any pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.